Event description:
It was reported during in clinic interrogation that the implantable cardiac monitor exhibited undersensing with false pause episodes. Additionally there were false episodes of atrial fibrillation that occurred due to post sensed t wave oversensing. The device was reprogrammed and remains implanted. The patient was asymptomatic and stable.